Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 3.5, lab: 1.9. Date: 3.16.2010, inratio: 3.9, lab: 4.0. Patient not on lovenox or heparin. No antibiotics. No cancer or anemia. No autoimmune disease. No change in diet or medication. No sign of bleeding. Using meter for several years (had meter traded out approx 3 yrs ago). Inr target 2.5-3.5. His last reading on the inratio, before this one, was inr=3.8 (no lab value provided).

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter = 3.5 inr, reference = 1.9 inr, mean = 2.70, confidence limits = 1.7-3.8, 2 hour lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed (new meter) : date: (B)(6)2010, inratio meter = 3.9 inr, reference = 4.0 inr, mean = 3.95, confidence limits = 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Summary: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Direct relation of faulty cell resistance and discrepancy is not established at this time. There is insufficient information to determine the root cause of customer's test result discrepancy. As of 03/22/2010, 5 discrepant results complaints were reported for lot # 214536 yielding a complaint rate of 0.015%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.